Event description:
Patient was revised to address pain. The cup was found to be well-fixed. Update rec¿d (B)(6) 2014 - litigation received. Litigation alleges injury and elevated metal ion levels. Legal claim was also received on (B)(6) 2014. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2015- medical records received. Patient was revised to address a fluid collection. Upon revision, corrosion on the trunnion, brownish stained fluid, and osteolysis were noted. The stem remained in situ. The stem is being added to the complaint. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.